Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Spinal drained was sheered during placement and piece was left in a patient. Neurosurgery was consulted immediately and since patient is asymptomatic no need to do anything. Information for section d4 not confirmed. Customer was asked to confirm this information on the product and also asked to confirm if they are able to return the product. Risk review: per (B)(4) rev 04 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Further investigation to be carried out.

Event description:
Evd/csf - portion of spinal drain catheter retained during attempted placement prior to surgery.

Manufacturer narrative:
Follow report 001 ref to natus complaint #(B)(4). Root cause/failure investigation: various follow up attempts were made, and the customer did not respond. No part number or lot information was provided. Customer did not return part and therefore could not be further evaluated. The failure was not confirmed.

Event description:
Evd/csf - portion of spinal drain catheter retained during attempted placement prior to surgery.